Event description:
The customer reported that there were no instrument-generated specific nucleated red blood cell (nrbc) flags for one patient sample run on a coulter lh 780 hematology analyzer, as compared to results of a manual differential, which indicated the presence of nrbc and was considered correct. Erroneous patient results were not reported out of the laboratory and there was no change or affect to patient treatment in connection with this event. The customer did not question sample integrity for the event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found that the customer had a patient with a false negative on nrbcs. As nrbc is not an assay for beckman coulter controls, he could not verify the instrument for this parameter. However, the fse found that the complete blood count (cbc) lyse reagent may have been slow to enter the white blood cell (wbc) bath. He adjusted the variable choke, which sped up the cbc lyse pump. No other issues were observed. The customer did not provide date of birth, age or weight for the patient.